Manufacturer narrative:
Analysis confirmed the reported event; key panel high rate and key pad main needed to be replaced. Analysis also found the output connector was broken. The case top, case bottom, and three brackets on the back were broken. The ring was bent, the knobs were worn, and one knob was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a control button was broken. The external pulse generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. If information is provided in the future, a supplemental report will be issued.